Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping device indicating that the device is displaying a speaker malfunction inop and there is no sound. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced audible sound based on the information available and the testing conducted we were unable to replicate the reported problem. Although the device was confirmed to be operating per specifications and no failure was identified the speaker has been updated to the latest revision. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device presented with a speaker malfunction inop and does not work (no sound). The device was not in use at time of event, there was no adverse event reported.